Manufacturer narrative:
MFR 3003721894-2017-00342 is associated with argus case (B)(4), super poligrip denture adhesive powder.

Event description:
My grandfather died and I want to know if I can donate these [unknown cause of death]. Case description: this case was reported by a consumer and described the occurrence of unknown cause of death in a male patient who received denture adhesive powder-double salt (super poligrip denture adhesive powder) oral powder (batch number aj5a, expiry date unknown) for oral hygiene. Co-suspect products included denture adhesive powder-double salt (super poligrip denture adhesive powder) oral powder (batch number n13414, expiry date unknown) for dental disorder prophylaxis. Concomitant products included no therapy. On an unknown date, the patient started super poligrip denture adhesive powder and super poligrip denture adhesive powder. On an unknown date, an unknown time after starting super poligrip denture adhesive powder and super poligrip denture adhesive powder, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). Super poligrip denture adhesive powder was discontinued. On an unknown date, the outcome of the unknown cause of death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to super poligrip denture adhesive powder and super poligrip denture adhesive powder. Additional details: this adverse event information was received on 11 july 2017. The product was super poligrip powder. The consumer stated, "my grandfather died and I want to know if I can donate these. The lot was aj5a. I have another one with a lot of n13414. The consumer did not specify whether or not the lots provided were for opened boxes."